Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
Air mixture at the connection between the chamber and catheter. The indwelling period was 7 days.